Event description:
It was reported when using the bd pyxis¿ anesthesia station es, phenylephrine 10 m/ml syringe item was not triggering pyxis replenishment. The customer reported that the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not triggered. A technical support specialist dialed into the carefusion care coordination engine (cce), checked the inventory view table and found the ghost pocket for med ID 43101684 on station, cleared the ghost pocket to resolve the issue and saw med ID 43101684 was part of the next trigger session order. The system functioned as intended after the technical support specialist troubleshot the device.